Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately eighteen years and five months post-vena cava filter placement, the filter was allegedly fractured. It was further reported that the filter was allegedly embolized, with one arm in the right ventricle and three arms in the right pulmonary arteries. Reportedly, the filter was removed, and two-thirds of the pulmonary fragments were removed. However, the cardiac fragment was unable to be removed, and the patient was referred for heart surgery because of being symptomatic from the cardiac fragment. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Medical records were not provided. The investigation is inconclusive for the alleged detachment, perforation of the caval wall, migration issues as no objective evidence has been provided to confirm any alleged deficiency with the filter. A definitive root cause for the alleged fracture and detachment issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately eighteen years and five months post-vena cava filter placement, the filter was allegedly fractured. It was further reported that the filter was allegedly embolized, with one arm in the right ventricle and three arms in the right pulmonary arteries. Reportedly, the filter was removed, and two-thirds of the pulmonary fragments were removed. However, the cardiac fragment was unable to be removed, and the patient was referred for heart surgery because of being symptomatic from the cardiac fragment. The current status of the patient is unknown.